Event description:
Customer reported blood glucose results of 321 mg/dl on the inform system and a lab result of 124 mg/dl within 10 minutes. Customer reported no patient symptoms and did not treat or act on results. No adverse event reported. No remaining strips for return, device replacement sent.